Manufacturer narrative:
Sections with additional information as of 15-dec-2021: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Manufacturer narrative:
(B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from am results obtained of 85, 75 and 98 mg/dl. The customer¿s expected am fasting blood glucose test result range is 108-125 mg/dl. The customer stated that she does not eat all the time, and that maybe is why her blood glucose results are low. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 02/28/2023 and test strips were opened one week prior to call. The meter memory was reviewed for previous test result history (time/date not set, customer stated it was only incorrect by minutes): (B)(6).